Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The tip of the needle broke off in the patient while suturing the right hip. X-ray was taken and no remnant appeared to be present in the patient. The surgery was delayed due to the reported event, but successfully completed. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: does a piece of the needle remain in the patient's tissue? What tissue structure is it located? Size of the needle piece retained are any plans in place to remove the needle piece in future? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Procedure name? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code x425h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was mixed mode with evidence of transgranular cleavage, intergranular decohesion and microvoid coalescence. This was a mixed mode fracture. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.